Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. One device was received for evaluation. The complaint was duplicated. When batteries were inserted into the device, it alarmed and displayed error code 1260. The cause was a defective mp board, rear housing, rear label and liquid crystal display (lcd) lens. No action taken to correct the issue. The device was deemed to be beyond economical repair. The product's history records were reviewed. And there were no non-conformances nor service-related issues, that would have resulted in the reported complaint.

Event description:
It was reported, that the device had an error code 1260 displayed. And damaged rear case, rear labels and lens. The product fault occurred, during testing. There was no delay in therapy. There was no patient involvement. And no patient harm/adverse event reported.